Manufacturer narrative:
On (B)(4) 2016 the field service engineer (fse) found pinch valve pv49 broken which caused the leak and diluent errors. Pv49 was replaced to fix the leak and errors. The fse noted poor latron recovery with dc voltage gains out of range. The laser was cleaned and the flowcell aligned to resolve the issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained diluent leak of less than 10 ml from the coulter lh500 hematology analyzer. There were diluent comparison out error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.